Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 24ga x 0.75in experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the catheter tip was damaged (cut).

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 6/9/2020. H6. Investigation: one photo and one sample was received by our quality team for evaluation. From the sample, catheter tip integrity was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed, and the catheter tip integrity observed on the sample could be due to incorrect product application or during the assembly process. In the assembly process, there is an automated vision system in place to detect non-conformance. The device history record was reviewed and no abnormalities were reported, therefore the root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 24ga x 0.75in experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the catheter tip was damaged (cut).